Manufacturer narrative:
Device evaluation: a review of the device noted, an opening assessed, as surgical damage.

Event description:
Healthcare professional reported, via sales representative. A right side exchange of textured device, due to product concern. Healthcare professional, later reported, deflation. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/may/2024. Additional, changed, and/or corrected data: g1

Event description:
Healthcare professional reported via sales representative a right side exchange of textured device due to product concern. Healthcare professional later reported deflation. The device has been explanted.

Event description:
Device was explanted.

Event description:
Healthcare professional reported via sales representative a right side exchange of textured device due to product concern. Healthcare professional later reported deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.